Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance measurement up to 105 ohms. Boston scientific technical services (ts) discussed the delivery of two commanded shocks to further evaluate the impedance measurement. Defibrillation threshold (dft) testing was performed and the system measurement checked out fine. Additional information was received two years later indicating that this rv lead and device exhibited a high, out of range shock impedance measurement (126 ohms). The plan is that the alert range will be increased at the next routine checkup. The cause was not conclusively determined. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was explanted due to out of range shock impedance measurements which were greater than 125 ohms. A replacement system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Event description:
Additional information was received that another alert for high out of range shock impedance measurement on the right ventricular (rv) lead was noted. The patient did present to the clinic, however a device interrogate was not performed at that time. Currently no changes were made and the physician plans to monitor the patient via the remote home monitoring system. The rv lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance measurements for the crt-d and rv lead remain high and have reached 148 ohms. Boston scientific technical services (ts) was consulted and suggested considering further testing. It is unknown at this time as to if further testing occurred. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that high energy shocks were delivered and the shock impedance measurements dropped to an acceptable level. The high voltage rv lead and crt-d remain in service and no additional adverse patient effects were reported.